Event description:
It was reported that a patient diagnosed with an av block was undergoing a procedure using the mobile programmer application. While the analyzer session was active and the base was pacing the patient, a loss of connection was observed as indicated by a dotted line in the connection status indicator. It was noted that the patient was being monitored on an external electrocardiogram (ECG) machine. At the time that the loss of connection occurred, pacing from the base stopped, despite the base lights remaining on. The patient experienced a pause, prompting the switch to a legacy programmer, which caused frustration and concern regarding the reliability of the mobile programmer application. Subsequently, the patient connector also lost communication with mobile programmer application, though its lights remained on. It was further reported that during the event, the mobile programmer application became unresponsive, the screen froze, and then automatically closed, returning to the host tablet¿s home screen. No further patient complications have been reported as a result of this event. Application version: 4.4.2. Host tablet os version: 18.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis confirmed the customer comment of a loss of connection. Analysis was unable to confirm the customer comment the mobile programmer application became unresponsive, the screen froze, and then automatically closed. There was no evidence of a crash or freeze in the service logs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.